Event description:
According to the reporter, during a colectomy procedure with functional side to side anastomosis, after resecting the colon with and while preparing the device for the third firing to create the anastomosis, the device could not return to the initial firing position. The surgeon was able to attach a new load to the handle for the third firing and was checking the jaw's opening and closing, however, the green button and the handle could not return to the initial position. The surgeon used a new handle and reload to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.